Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported the patient (age and primary indication unknown) was implanted with the impella 5.5 device for mechanical circulatory support. During support, there was high purge pressure and low purge flow. The purge cassette was replaced, and tissue plasminogen activator (tpa) was added to the purge. However, the issue did not resolve. Additionally noted, there were no kinks observed on the purge line. There was no report of harm to the patient.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the high purge pressure was not determined since product and data logs were not returned.